Manufacturer narrative:
The reported event of high battery impedance was confirmed. The cause of the high cell impedance was due to external temperature conditions. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check while still in the box, the pulse generator exhibited premature battery depletion. No patient was involved.